Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the hcp called and asked the rep to drop off a refill kit, so the hcp could fill the pump up with preservative free saline. The hcp stated that the pump reservoir was empty. The hcp provided no details on how the patient was doing or what symptoms the patient was having. Environmental/external/patient factors were not known and will not be known due to hippa. The hcp read the pump and stated the reservoir was empty and the hcp wanted the rep to drop off a refill kit at the hospital. Actions/interventions included the pump was filled with preservative free saline. The issue was noted to be resolved at time of report. It was noted that surgical intervention did not occur and was not planned. The patient's weight was unknown and will not be made available. The patient's medical history was unknown and will not be made available. The patient's status at time of report was alive-no injury. The pump remains implanted and in service. The event date was (B)(6) 2018. No further complications were reported/anticipated.